Event description:
As it was reported by the affiliate, the procedure was a normal aneurysm embolization. During delivery, the coil would not detach. The physician tried to cut three times. Subsequently, the coil broke in the wrong place and 30 cm long of adjust thread stayed in the vessel. Foreign substance got out. The pt is doing well. Additional info has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.